Manufacturer narrative:
MDR 3003442380-2024-01989 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On 2 april 2024 and 5 april 2024, it was reported that patient faced an issue with two infusion sets were leaking at site. The blood glucose level was 150 mg/dl at the time of incident. The infusion set was in use for two days or less. The patient replaced infusion set and resumed insulin successfully. No further information available.